Event description:
Caller reported difficulty with the quick bolus/wake button on the pump, requiring multiple presses to activate the screen. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin delivery.